Manufacturer narrative:
An inspection of the proximal end of the instrument by advanced failure analysis revealed a loose set screw that keeps the torsion spring and slug together. As a result, the torsion spring was dislodged and the grip ring would not make the grips close all the way when actuated manually.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrumented locked into the arm and the trocar had to be pulled. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with no reported patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting locked, an investigation was in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the vessel sealer extend involved with the reported complaint and completed the failure analysis investigation. Failure analysis investigations did not replicate nor confirm the customer-reported complaint. No physical damage was observed on the wrist assembly. The vessel sealer extend was placed and driven on a da vinci in-house system. The instrument passed the recognition and engagement tests on multiple attempts and on different arms. No error messages or faults appeared. The instrument moved intuitively. Grips open and closed properly, the cut test passed and the energy delivery test passed. There was no difficulty removing and installing the instrument through various 8mm cannulas. Levers were still present on the instrument and were easily depressed to remove the instrument during disengagement. The instrument was removed successfully from the system arm without issues. An additional observation was that with the instrument outside the system and not installed, the grips would not open and close properly when the grip lever was actuated.